Event description:
A medtronic representative reported a stealthstation treon treatment guidance system cranial application became unresponsive. Requested replacement of tool interface unit (tiu). This event was reported outside the operating room, there was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Medtronic evaluation of returned suspect tool interface unit (tiu) finds that when connected to known good system the tiu is fully functional. It passed all rir testing. Reported failure could not be duplicated. No fault found.